Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of the white and blue part completely broken from each other and leaking on a transfer set, due to broken occluder feet. The likely root cause is the use of environmental stress cracking agents (i.e., chemical solutions in contact with the part under an applied stress). Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
This report received by our distributor in 2008 from their local customer. This case refers to device with lot # h07k14044. Reported complaint: "white and blue part are completely broken from each other and is leaking. "The issue was observed during use. The actual sample is available. No pt injury was reported.